Manufacturer narrative:
(B)(4). There was no reported device malfunction. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of cerebrovascular accident and hypertension are listed in the xience alpine everolimus eluting coronary stent system, instructions for use as known patient effects. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.5x12mm xience alpine stent was implanted on (B)(6) 2018. The patient presented with st-elevation myocardial infarction (stemi) before the procedure. On (B)(6) 2018, the patient was readmitted with cardiovascular symptoms, including hypertension and on (B)(6) 2018 for cerebral infarct. Treatment was performed and the final patient outcome is unknown. No additional information was provided.